Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used, in the process of sealer to seal, after positioning, the anchor needs to be transported. When the anchor is transported, the place close to the anchor appears to be discounted. After two attempts, the sheath is not normally entered, and finally the sheath is withdrawn. The team replaced another sealer device of the same brand and specification, and successfully sealed. There was no patient injury, medical/surgical intervention required. Additional information was received on 10september2020: the producer was a treatment of cerebral ischemia. It was a femoral artery puncture using a 6fr procedural sheath. There was no difficulty in inserting the catheter, but the anchor kinked during the inserting. A pre-deployment angiogram was performed. A new angio-seal device was used to finish the operation. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.